Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7004763, expiration date: 05/31/2018, manufacture date: 01/04/2017. There were multiple PMA / 510(k) numbers reported to be involved. The information for each PMA / 510(k) number is listed below: PMA / 510(k) #: 367864. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tubes were overfilling. No serious injury or medical intervention reported.